Manufacturer narrative:
Company rep evaluated the unit and found the co2 pump was detached from the co2 main board. Co2 pump was reattached and problem was resolved. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the beneview monitor, which may have affected pt monitoring. No pt injury was reported.